Manufacturer narrative:
A brand name, model, UDI or manufacturer lot code were not provided. With no means to determine the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
The information provided indicated the consumer reported the tampon did not have a string which made removal difficult. Manual removal was very painful and the tampon had come apart in shreds. She experienced fever, cramps, nausea, night sweats, and an inability to eat. She went to the ER and was diagnosed with a vaginal infection and tss. She was given vancomycin in the hospital for the infection, morphine for the pain and bactrim and percocet to take home. Her symptoms improved.